Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried multiple charging methods without success, planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.